Event description:
Customer reported an emergency room visit due to high blood glucose readings and mild diabetic ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 648 mg/dl. Customer reported not feeling well, frequent urination, thirst, and fever as symptoms of high blood glucose. Customer also reported being diagnosed with cancer and having a mastectomy. Customer stated that the insulin pump alarmed during manual prime and noticed that the cannula was bent on her infusion set. Customer's current blood glucose reading is 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.